Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. It was reported that during a CT scan, the tubing set was being used to deliver isovue 300 contrast media, at a rate of 3ml/sec and a pressure setting of 300psi, via a power injector. After an unspecified length of time, the tubing ruptured proximal to the option-lok male adapter. An unspecified volume of blood loss was noted. It was reported that a new peripheral IV access site was started. The tubing set was replaced and the procedure was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Package labeling for this device states, "caution: not for high pressure infusion." This report represents all the information known by the reporter upon query by hospira personnel.